Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 584mg/dl. The customer experienced diabetic ketoacidosis. The customer was not wearing the insulin pump during the hospitalization but for less than forty eight hours. The customer called back the following day to provide further information regarding hospitalization and was assisted with high blood glucose troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.